Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that an unknown patient with an unknown history had an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the afib ablation while attempting to ablate cavotricuspid isthmus (cti) line, they were having troubles getting the cti to block so they increased the wattage to 45, and ¿tried to hammer that spot." While they ablated the cti line, they heard a steam pop and noticed the patient¿s blood pressure had dropped. The pericardial effusion was confirmed by ultrasound and a pericardiocentesis was performed with 500 ml of fluid removed. The physician¿s opinion is that he became too aggressive with his ablation settings because he couldn¿t achieve cti block. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30470865m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient with an unknown history had an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the afib ablation while attempting to ablate cavotricuspid isthmus (cti) line, they were having troubles getting the cti to block so they increased the wattage to 45, and ¿tried to hammer that spot." While they ablated the cti line, they heard a steam pop and noticed the patient¿s blood pressure had dropped. The pericardial effusion was confirmed by ultrasound and a pericardiocentesis was performed with 500 ml of fluid removed. A baseline effusion was noted upon putting catheters up. It did not increase after transseptal puncture. Double transseptal puncture was performed with the baylis 71 cm and 98 cm large curve needles. The patient is now stable and will spend a couple of days in the intensive care unit (ICU). The physician¿s opinion is that he became too aggressive with his ablation settings because he couldn¿t achieve cti block. The force visualization features used included graph, dashboard, vector and visitag. Visitag module was used, the parameters for stability were, range: 2 mm; time: 3s; force over time (fot) 25% at 3 gm and respiratory gated. Ablation flow settings were standard recommended settings. The correct catheter settings were selected in the generator. It was switching to high flow during ablation. There were no error messages on the carto system. The steam pop occurred when the surepoint was between 700 and 800.